Event description:
It was reported by service report that the gas spring and the left and right torsion springs were broken. It was also reported the fowler cylinder leaked. No pt involvement or adverse consequences are reported.